Event description:
New information received notes that the asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made during the device check. Patient was stable before, during, and after the event and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow up when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. The patient was good.